Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The device history record (DHR) cannot be reviewed as the device catalog number and lot number is not available. The lot history review cannot be reviewed as the device catalog number and lot number is not available. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame 589,800 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised that as with all intrauterine devices, uterine perforation and subsequent bleeding is a possibility. The surgeon should examine the patient carefully for any indications of uterine bleeding and take appropriate clinical steps. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5136897 on 4oct23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a ¿third-party¿ conmed vcare device. The catalog number and lot number were not listed. The date of the procedure was 10aug21. The reporter remained anonymous in the report. The report states, ¿during a da vinci-assisted hysterectomy procedure, the patient experienced a bleeding event when the surgeon of record inserted a third party "con-med v-care device" and it punctured the internal and external iliac vein. This resulted in bleeding and the procedure converted to open surgery. The patient required blood transfusions and reoperations, including amputation of the patient's left leg. The site risk manager said that there was "no suspicion" and there was no allegation of a da vinci product malfunction. The site risk manager attributed the cause of the bleeding event with blood transfusions and subsequent complications with reoperations to what was described as "surgical error" with use of the third party con-med v-care device.¿ there are no other details for conmed to investigate. This report is being raised due to the reported injury procedure conversion to an open procedure.

Event description:
This complaint was created by the finding of maude report number mw5136897 on (B)(6) 2023. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a ¿third-party¿ conmed vcare device. The catalog number and lot number were not listed. The date of the procedure was (B)(6) 2021. The reporter remained anonymous in the report. The report states, ¿during a da vinci-assisted hysterectomy procedure, the patient experienced a bleeding event when the surgeon of record inserted a third party "con-med v-care device" and it punctured the internal and external iliac vein. This resulted in bleeding and the procedure converted to open surgery. The patient required blood transfusions and reoperations, including amputation of the patient's left leg. The site risk manager said that there was "no suspicion" and there was no allegation of a da vinci product malfunction. The site risk manager attributed the cause of the bleeding event with blood transfusions and subsequent complications with reoperations to what was described as "surgical error" with use of the third party con-med v-care device.¿ there are no other details for conmed to investigate. This report is being raised due to the reported injury procedure conversion to an open procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.